Event description:
Olympus med systems corp (omsc) was informed that during the anterior resection of rectum, the probe of the subject device broke off when the physician cleansed it outside the pt. The device was new. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the curve inner side of the probe. The mfg history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke since the crack was caused when the user activated the ultrasonic output, twisting the device while grasping the tissue. After that, the probe was broken when the user cleaned it. Based upon the finding of the evaluation, this report is being submitted as a med device report in an abundance of caution.